Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar device was used during a spaceoar placement procedure performed on (B)(6) 2022. The procedure was completed without complications. The patient's condition at the conclusion of the procedure was reported to be stable. The patient was radiated for the first time in 2016, using external beam radiation therapy (ebrt) and no hyperfractionation, in the same facility as the current event. The patient completed the first ebrt on (B)(6) 2016. On (B)(6) 2022, the patient received the first brachytherapy session of the current radiotherapy treatment, receiving 13 gy and 15 needles. The session was completed without any complications. On (B)(6) 2022, the patient received the second brachytherapy session, receiving 12 gy and 15 needles. The patient referred difficulty while voiding urine, some discomfort and cramps while mitring. The patient was diagnosed and treated for urethritis, intravesically with ialuril. The patient also referred some mucosity on anal region, without pain. On (B)(6) 2022, the patient referred high rectal pain and mucosity. The patient was prescribed local corticosteroids and cupros. On (B)(6) 2022, the patient referred rectal pain and discomfort on the rectal region. A digital rectal examination was performed and a small erosion on anterior rectal wall was diagnosed. On (B)(6) 2022, a nuclear magnetic resonance (nmr) confirmed a rectal fistula of 7,4 mm x16,6 mm. On (B)(6) 2022, the patient had a rectoscopy performed. On (B)(6) 2022 it was confirmed that the patient will be requiring a colostomy on an unknown date. The patient is scheduled to end the use of the product. The patient is reported to have not recovered and developed a significant disability.

Manufacturer narrative:
Block h6: impact code f22 is being used to capture the events of digital rectal examination and intravesical treatment for urethritis. Impact code f19 is being used to capture the event of colostomy.

Event description:
It was reported to boston scientific corporation that a spaceoar device was used during a spaceoar placement procedure performed on (B)(6) 2022. The procedure was completed without complications. The patient's condition at the conclusion of the procedure was reported to be stable. The patient was irradiated for the first time in 2016, using external beam radiation therapy (ebrt) and no hypofractionation, in the same facility as the current event. The patient completed the first ebrt on (B)(6) 2016. On (B)(6) 2022, the patient received the first brachytherapy session of the current radiotherapy treatment, receiving 13 gy and 15 needles. The session was completed without any complications. On (B)(6) 2022, the patient received the second brachytherapy session, receiving 12 gy and 15 needles. The patient referred difficulty while voiding urine, some discomfort and cramps while micturing. The patient was diagnosed and treated for urethritis, intravesically with ialuril. The patient also referred some mucosity on anal region, without pain. On (B)(6) 2022, the patient referred high rectal pain and mucosity. The patient was prescribed local corticosteroids and cupros. On (B)(6) 2022, the patient referred rectal pain and discomfort on the rectal region. A digital rectal examination was performed and a small erosion on anterior rectal wall was diagnosed. On (B)(6) 2022, a nuclear magnetic resonance (nmr) confirmed a rectal fistula of 7.4 mm by 16.6 mm. On (B)(6) 2022, the patient had a rectoscopy performed. Additional information received on september 27, 2022: on september 27, 2022, additional information was received confirming that the patient will be requiring a colostomy on an unknown date. The patient is reported to have not recovered and developed a significant disability.